Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found it be cracked on top case by the tube holders and includes a hand written serial number on the label. Primary audible alarm post error was noted in the event history log. Device was powered on, but the primary audible alarm post error was unable to be duplicated. It was unable to be determined the source of the intermittent error. The speaker was replaced for preventive measure. Pump noted to be over 14 years old. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump has system failure primary audible alarm. No patient involvement.